Manufacturer narrative:
The lead was returned with no reported complaint. As received, only the connector portion of the lead was returned in one piece. A failure event was observed during analysis. Final analysis found a full breached outer insulation degradation adjacent to the connector boot. All other damage noted is consistent with procedural damage. No further anomalies were found.

Event description:
This report is to advise of a failure event observed during analysis.